Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte¿ component was damaged and leaked. The following information was provided by the initial reporter: at 14:46 on (B)(6) 2025, the patient underwent arteriovenous catheterization according to medical instructions. During the procedure, a needleless injection cap with a septum was used. The septum of the injection cap was found to be damaged and leaking, so it was immediately replaced.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4304161. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.